Event description:
It was report that during the patient's ICD replacement surgery, it was determined the patient's right ventricular lead exhibited fractionation of the conductor which was confirmed by x-ray. The patient's stimulation threshold was slightly increased; however, impedances were within normal limits. The lead was capped, and a new lead was implanted. The patient was reportedly in good condition postoperative.

Manufacturer narrative:
(B)(4).